Event description:
A surgeon reports that the second day after intraocular lens (iol) implant surgery, the pt presented with corneal edema, hyphema, and secondary glaucoma. Examination revealed the optic and part of a haptic extended into the anterior chamber. The lens was explanted iol and the haptics looked kinetic. Additional info has been requested.